Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. Qc was acceptable. A general reagent issue was excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e801 module serial number was (B)(6). The field service engineer (fse) performed an instrument check and precision testing. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 module. The initial result was 11.0 ng/l. The repeat result was 6.0 ng/l. This result was believed to be correct. The questionable result was not reported outside of the laboratory.